Manufacturer narrative:
The subject device was returned and evaluated. The reported problem was confirmed. The adhesive was chipped/peeled and had deteriorated from chemical/physical stress. There were also several scratches on the device. The investigation is ongoing. A supplemental report will be submitted upon completion

Event description:
The customer reported that the adhesive on the objective lens of the endoeye flex deflectable videoscope had peeled. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors and handling. Olympus will continue to monitor field performance for this device.